Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had error 7, main board issues. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation findings).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11(component codes)

Manufacturer narrative:
Updated fields: b4, d8, ?d9. G3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to the customer to obtain additional information on this complaint event. If information is received, the complaint will be reopened and updated.